Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was frequently charging the ipg following a non-device related surgeries. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that electrocautery was used during a non-device related procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).

Event description:
A report was received that the patient was frequently charging the ipg following a non-device related surgeries. The patient underwent an ipg replacement procedure.